Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the lip of the reservoir compartment, pump case around lcd screen. It was reported that they had issue or damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will not be returned for analysis.